Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging became degraded and difficulty breathing related to a CPAP device's sound abatement foam became degraded and caused (symptoms). The patient did not report to receive medical intervention. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. Upon internal and external investigation white deposits in filter inlet ,unknown residue on inside of front of front panel. Pil used a fitt (foam integrity test tool) and the associated procedure (B)(4) v01 and was not able to confirm the presence of degraded sound abatement foam. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.there was no errors found. The manufacturer concludes that pil was not able to confirm the complaint or address the symptoms specified. Section h6 were updated in this report.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to have difficulty breathing. The patient went to hospital to receive medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.